Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found cannula whole with no broken or missing parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke into three pieces upon removal. Customer indicated that he was able to insert another sensor. Customer's blood glucose was 162 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.